Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Date of explant: not explanted. Device is not expected to be returned for manufacturer review/investigation (B)(4). The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery for intertrochanteric femoral fracture to apply tfna on (B)(6) 2016, the reported tfn-a helical blade was placed in the patient's femur with the femoral head in the externally rotated position. The rotated position outwardly was due to pushing the internal cortical bone of the femoral head in the surgical procedure. Telescoping was found on (B)(6) 2016. It occurred with naturally modifying the externally rotated femur. Therefore, it led breakage of the cancellous bone where the tip of the reported helical blade being placed. Additionally, the breakage possibly released the helical blade from the tfna. The patient has not complained about any pain from the troubled portion of the patient's body. There is clear space in front of the tip of the reported helical blade in the femoral head. This complaint involves 1 part. Concomitant device: 1x 04.037.912s / lot no h023288 (tfna femoral nail ø 9mm, 125°, l 170mm). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device history record review: manufacturing date: june 29, 2015 - expiration date: june 1, 2025. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The raw material DHR was assessed as well with the same findings as above. The exact date of post-operative breakage is unknown; however, the issue was discovered via x-ray on (B)(6) 2016. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that "telescoping" of a trochanteric fixation nail advanced (tfna) helical blade was discovered via x-ray on (B)(6) 2016. It was further noted that the cancellous bone broke in the area where the tip of the helical blade had been placed. The original implant procedure was performed on (B)(6) 2016. Placement of the helical blade reportedly required pushing on the internal cortical bone, which resulted in an outwardly rotated position within the femoral head. The surgeon indicated that the bone breakage was likely the result of the external rotation of the femur. Also, the breakage likely released the helical blade from the tfna, which was evidenced by a clear space in front of the helical blade's tip on the x-ray. At the time of discovery, the patient had no reports of pain in the troubled area of the body.